Manufacturer narrative:
Please note this device was manufactured at facility woody mountain, which has a manufacturer ID of (B)(4). Updated manufacturing site address.

Event description:
It was reported to gore that a patient alleges to have underwent right lower quadrant hernia repair in 1998 with a non-gore mesh to repair a large ventral abdominal hernia. The complaints alleges that after a second repair was performed in 1998 to treat a small satellite midline ventral abdominal hernia, ¿¿the plaintiff had to under another surgery [in 2002 for]¿a recurrent ventral/incisional hernia. The surgeon noted the presence of the existing mesh at the edge of the defect, and left it in place. A large piece of gore-tex dualmesh mesh approximately 20 x 12 cm wide was used to cover the defect.¿ it was alleged that the ¿plaintiff endured many years of constant diarrhea, pain, and irritable bowels.¿ the complaint alleges that during a hysterectomy in 2015, ¿¿the surgeon fount that ¿obvious gortex [sic] mesh was seen densely adherent to the lower midline consistent with her history of previous incisional hernia repair.¿ the complaint states the ¿gortex mesh¿ was completely removed at that time. According to the complaint, pathology findings from the procedure state: ¿8 cm gortex mesh in sub fascia plane with dense adherence to omentum, small bowel with multiple metallic coils.¿ it was further alleged that ¿¿the mesh had embedded itself into her intestines so deeply that it had caused the small intestines to stop functioning properly; which had caused her uterus to become malnourished and to fail. She was told that the mesh had caused a very deep infection and had allowed e.coli to enter her system.¿ the complaint states that: after removal of all the old mesh, a 4x5 piece of c.r. Bard ventralight mesh [non-gore device] was used to repair the defect. The complaint further alleges that the plaintiff had continued complaints of ¿foul-smelling discharge, pain, redness, and swelling,¿ and an additional procedure was performed. Additional, event specific information has been requested.

Manufacturer narrative:
Please note this device was manufactured at facility woody mountain, which has a manufacturer ID of (B)(4). Updated manufacturing site address.

Manufacturer narrative:
(B)(4). It should be noted that the instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Corrected lot number, added catalog # and expiration date. Date rec'd by MFR: updated date. Added manufacture date. Corrected method and results codes. Added medical record information. Conclusion codes remain unchanged. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 1998 indicate the patient underwent treatment of a ¿right lower quadrant hernia repair with placement of mesh graft.¿ the records state: ¿the hernia was noted in the right lower quadrant. The edges of the hernia were freed by blunt and sharp dissection. The underlying rectus muscle and travsersalis muscle was noted, there was a slight defect in the transversalis fascia which was repaired with running 3-0 maxon. The fascia was freed from the underlying muscle circumferentially. A piece of 3x6 trelex mesh graft [non-gore device] was then taken and fashioned in place over the muscle and secured in place with 3-0 maxon suture. This completely covered the defect in the underlying muscle. The fascial defect was then closed in a single layer using running 0 maxon suture after irrigating the wound with saline¿.¿ the operative records indicate a non-gore device was used for treatment of the hernia. Operative records dated (B)(6) 1998 indicate the patient underwent abdominal exploration and repair of a ventral midline hernia with mesh graft. The records state: ¿this (B)(6) female had a previously repaired right lower quadrant abdominal hernia but because of the large panniculus this small satellite hernia which was obviously present at that time was not palpated.¿ the (B)(6) 1998 operative notes further state: ¿the umbilicus was untacked from the anterior abdominal wall and the abdominal wall was explored. It was difficult to locate the small hernia in the panniculus thus the midline fascia was opened, the peritoneum was opened and a finger inserted and the entire abdominal wall at 360 degrees was palpated and a small 2 cm. Defect was found in the midline abdominal wall a few centimeters above the symphysis pubis. The remainder of the abdominal wall had no defects. The previously repaired hernia defect was well repaired. The midline hernia was then freed circumferentially around the fascia. The peritoneum was re-inserted into the abdominal wall. A small piece of mesh was fashioned into a very pliable mesh plug and inserted into the defect which held the peritoneum in. This was tacked in place using 2-0 vicryl and 3-0 maxon.¿ ¿again through the umbilical incision the repair was felt and found to be very secure. There were no other defects noted.¿ product identification records for the mesh used during the (B)(6) 1998 procedure were not provided. Records dated (B)(6) 1999 indicate the patient ¿¿had a repeat c-section six days ago. She has been doing well but today she has developed drainage from her incisions as well as increased pain, nausea, fever, and chills. She denies any vomiting, diarrhea. Has had minimal bowel movements since her surgery. No urinary complaints.¿ records dated (B)(6) 1999 indicate a culture was performed on the wound drainage. Culture results state: ¿moderate staphylococcus, coagulase negative.¿ abdominal imaging results dated (B)(6) 1999 indicate: ¿bowel gas pattern unremarkable. No evidence of pneumoperitoneum or abdominal soft tissue mass or calcification or gas collection.¿ pelvic ultrasound results also dated (B)(6) 1998 indicate: ¿fluid collection is seen within the anterior pelvic wall incision, measuring 6.0 cm in length, and up to 2 cm ap diameter.¿ the ultrasound impression notes state: ¿fluid at the incision site may be due to abscess, hematoma, or infected hematoma, or seroma.¿ medical records dated (B)(6) 2002 indicate: ¿recurrent incisional hernia [at] site of previous pfannenstiel incision. Repaired (B)(6) 1998 (oneonta). 2 month later noted bulge higher up in abdomen [at] site of c-section through midline incision. This was repaired (B)(6) 1998. (Oneonta). Very tender, unable to reduce.¿ surgical history states: ¿c-section x 3. Incisional hernia repair [at] c-section site (B)(6) 1998. Incisional hernia repair (B)(6) 1998.¿ operative records dated (B)(6) 2002 state: ¿the patient had a recurrent incisional hernia at the level of the midline or just to the right of the midline in the suprapubic area at the site of a junction of a midline subumbilical incision with a pfannenstiel incision. The patient also had another transverse incision just below the umbilicus. The patient had a significant amount of pain and she also had a palpable nodule superficial to the hernia sac that was irreducible and tender.¿ operative findings from the (B)(6) 2002 state: ¿the patient did have a hernia in that area with a segment of omentum incarcerated into the hernia. There was no small bowel. A piece of marlex mesh was seen at the hernia defect but it was not covering the defect¿¿ the (B)(6) 2002 operative notes indicate: ¿examination was carried out and the patient only had a segment of omentum incarcerated through the hernia¿by sharp and blunt dissection, the segment of omentum was reduced from the hernia into the abdominal cavity without significant difficulty. There was a segment of marlex mesh at the edge of the defect¿and this was left in place. After this was completed, the hernia was observed to be probably about 3 to 4 cm above the pubic bone. We divided the peritoneum and suprapubic area from both the center and laterally and we separated the bladder in the peritoneum until the pubic tubercle and pubic ramus was identified¿¿ the (B)(6) 2002 operative notes further state: ¿we then measured the hernia defect and we drew in the abdominal wall the size of the mesh which came to approximately 20 x 12 cm in width.¿ ¿the mesh was rolled and was placed in the abdominal cavity and it was unrolled and the sutures were passed as planned in six spots. The mesh was tented and excellent tenting of the mesh was obtained. The sutures were tied. We then preceded [sic] to tack the edges of the mesh to the abdominal wall with a tacker. The mesh was tacked just to the suprapubic area leaving a piece of mesh just behind the pubic bone but not tacked to it.¿ ¿we then put sutures below and around the area of the hernia defect and this mesh was brought up against the abdominal wall. The sutures were ethibond #2-0 and were gore-tex #2-0. Then the mesh was tacked in several spots in the center. Once were [sic] satisfied with the repair, we irrigated the area, obtained pictures # 5 and #6 which showed the mesh in position.¿ ¿at the site of the hernia, the patient still had a palpable nodule so a small transverse incision was made and it was observed that the patient had a segment of probably calcified old fat necrosis just in front of the sac. This was excised without difficulty.¿ the records confirm a gore® dualmesh® biomaterial was used during the procedure. The lot number on the device sticker attached to the records is smeared, but appears to be lot 01185869. Discharge summary dated (B)(6) 2002 state: ¿¿recurrent incisional hernia at site of previous pfannenstiel incision was repaired in (B)(6) of 1998 in oneonta and one month later she noted the bulge again in the abdomen. She was re-repaired in (B)(6) 1998 in oneonta, but she continues to have, according to her, a mass in the lower abdomen, very tender.¿ medical records between 2002 and (B)(6) 2015 were not provided. It should be noted that the instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Please note this device was manufactured at facility woody mountain, which has a manufacturer ID of (B)(4). Updated manufacturing site address.

Manufacturer narrative:
Please note this device was manufactured at facility woody mountain, which has a manufacturer ID of (B)(4). Updated manufacturing site address.